Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the blue handle broke into two parts during the first recapture due to high positioning, with 10-20% of the valve out from the capsule. The physician was not able to close the two parts back together. The valve and delivery catheter system (dcs) were removed from the patient with the valve partially exposed. It was noted that the dcs was inserted through the 20 fr femoral sheath with no major vascular complications noted. It was reported that there was a slight misload noted in the cines due to the inflow infolding. A new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components and the carriage components detached from the dcs, the capsule was partially opened, the end cap/screw gear snap fit was connected. Visual analysis showed tip-retrieval mechanism and carriage components were intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule and a kink was observed on the inner member near the spindle hub. Both tab 3 and tab 4 of the male actuator component were detached from the component. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. However, the cause of the positioning difficulty could not be conclusively determined with the available evidence. The suspect dcs was returned to medtronic for analysis with the actuator components and the carriage components detached from the dcs which confirmed the reported event. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. A kink was observed on the inner member shaft; however, the description of the event does not indicate this damage occurred during the reported issue. Inner member shaft kinks have historically been seen on device returns when the valve has been removed at the back table after event occurred. Damage was observed on the snap fit tabs of the actuator component. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The carriage separation was most likely due to the actuator no longer securing the carriage components in place. It was reported a slight misload was noted in the procedural cines due to the inflow infolding. The inflow infolding may be describing overlapping crowns. Per the loading training materials, in absence of other signs of a misload, overlapping crowns in the inflow portion of the valve frame does not indicate a misload. This occurs with the dcs due to external wrap tissue displacing inflow crowns during loading. Clinical and bench experience demonstrate overlaps will resolve fully upon deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.